Event description:
It was reported that the user found the recoil ring was bent and poked through the patch, material toward the body surface. The protruded ring was removed under local anesthesia. The pt reportedly had pain two mos ago. The device had been in place for 407 days prior to the incident. It was reported that the pt was not injured by the device.

Manufacturer narrative:
The subject prod has been rec'd and is out for eval. Therefore, no conclusion can be drawn at this time. A f/u report will be submitted when eval has been completed.